Manufacturer narrative:
(B)(4).

Event description:
It was reported that within an hour after the intra-aortic balloon (iab) was placed and coming back from cath lab the intra-aortic balloon pump (iabp) began to have high pressure alarms and two system error alarms (most likely system error 3). As a result, the rn changed out the pump for a second console. The patient is stable on the second console and there are no alarms. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp alarm system error is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that within an hour after the intra-aortic balloon (iab) was placed and coming back from cath lab the intra-aortic balloon pump (iabp) began to have high pressure alarms and two system error alarms (most likely system error 3). As a result, the rn changed out the pump for a second console. The patient is stable on the second console and there are no alarms. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.